Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on several contacts of the leads. Reprogramming was performed and was able to provide about forty to fifty per cent pain relief. Additional high impedances were identified on more contacts and the patient again experienced inadequate stimulation. The patient underwent a lead revision procedure in which two leads were replaced. It was noted that the during the procedure damage was observed on the lead and that the physician also cut the lead and exposed the cables. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5144622.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6). The returned leads were analyzed and visual (microscope) and x-ray inspection of both leads revealed that all cables were completely broken at the bent/kinked location of each lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The leads were kinked after they exited the clik anchor resulting in the reported complaint. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The leads were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on several contacts of the leads. Reprogramming was performed and was able to provide about forty to fifty per cent pain relief. Additional high impedances were identified on more contacts and the patient again experienced inadequate stimulation. The patient underwent a lead revision procedure in which two leads were replaced. It was noted that the during the procedure damage was observed on the lead and that the physician also cut the lead and exposed the cables. The patient is doing well post operatively.